Event description:
According to the reporter: during the surgery the activated product did not complete the cutting function. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).